Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error during the bolus setting. The customer gave themselves a correction insulin pen. The blood glucose reading at the time of the incident was 81 mg/dl. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or pump error alarm noted during testing. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in daily history screen. No bolus memory/history anomaly noted. Unit was received with scratched case and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.